Event description:
It is reported that pt underwent revision due to pain (initial tha with durom cup).

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in jul 2008. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Manufacturer narrative:
This case was reopened on october 27, 2016 to enter additional information which was received on october 24, 2016. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) will close this case once again. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 56/50 p on the right side on (B)(6) 2009. The patient was revised on (B)(6) 2011 due to pain.

Manufacturer narrative:
Additional information received. The product was returned for investigation and the investigation results were provided. DHR review: the quality records indicate that these components met all requirements to perform as intended. Event description: event summary: patient underwent revision due to pain. Review of received data: surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Devices analysis: visual examination: following components have been returned for investigation: durom cup and ldh head and head adapter. All received components show damage from revision surgery such as nicks and scratches. Additionally, following observations are done: the durom cup shows none bone on-growth on the anchoring side. The durom cup shows signs of loosening in form of slightly polished areas on the anchoring side. The inner surface of the head adapter shows some surface changes in form of fretting corrosion. The outer surface of the head adapter and the head taper could not be reviewed as the head adapter is still assembled in the ldh head. Conclusion: no further investigation required as this issue is known and addressed (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. Therefore, zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).